Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the power issue was confirmed due to a loose component failure.

Event description:
On (B)(6) 2011, the reporter claimed that the animas insulin pump will not power on. The patient reportedly did not have any diabetic symptoms and did not require medical intervention due to the product issue. This complaint is being reported as a malfunction due to the alleged power issue.